Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear was already activated before use. The following information was provided by the initial reporter please find customer complaint reference complaint (B)(4) reporting: " syringe was already activated before I got it out of the box." Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear was already activated before use. The following information was provided by the initial reporter please find customer complaint reference complaint- (B)(4) reporting: " syringe was already activated before I got it out of the box." Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.